Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review spanning approximately 1 day (01mar2021- 01mar2021 per timestamp). Throughout the log file while connected to both 14v battery and mobile power unit power, there were intermittent atypical power cable disconnect and low voltage alarms on the black power cable. The power cable disconnect events were coincident with relative state of charge (rsoc) invalid faults. These events would clear on their own before activating again. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the system controller (serial #: (B)(4)) was exchanged and if any equipment would be returning; however, to date no response has been received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7: ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8: ¿equipment storage and care¿ and heartmate iii patient handbook section 6: ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped outbound on 22feb2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's reference number: 2916596-2021-01773. It was reported that the patient was having strange power disconnects and low voltage alarms. The patient's log files were reviewed by technical services. The log file captured some lower voltages on the black lead while connected to the mpu and some unstable voltages on the black lead while connected to battery power. There appears to be a possible issue with the black lead. The patient underwent a controller exchange. One set of battery clips were also exchanged as a precaution.